Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The cause of the peritonitis was reported to be due to a pd bag hanging on the wall, but this could not be clarified further, so a cause could not actually be determined. The treatment for the peritonitis included reflin (1 gram, frequency and route not reported) and fortum (1 gram, frequency and route not reported). The outcome of the peritonitis was not reported. Additional information was requested and was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown minicap, (B)(4)..